Event description:
It was reported that the patient temperature was not accurately measured in arctic sun device during equipment inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty temperature cable. The device was evaluated and the reported issue was confirmed as when the technician measured the temperature with 37 temperature simulator. But it was changed when they shook the line of the temperature cable. Temperature cable was replaced. Passed applicable testing. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient temperature was not accurately measured in arctic sun device during equipment inspection. In visual description, the normal initial evaluation findings was as reported. The device code status were confirmed biomed requested preventive maintenance. They measured the temperature with 37 temperature simulator. But it was changed when they shook the line of the temperature cable. It must be replaced. Per follow up information received via email on 05oct2023, the device was repaired on the customer site. The issue was resolved. The defective part was a temperature cable. And I replaced a temperature cable. They replaced a temperature cable.